Event description:
It was reported that this right atrial (ra) lead exhibited possible loss of capture and a lead safety switch due to impedance measurements of greater than 2000 ohms. Additionally, there was an alert for atrial automatic threshold detected as greater than programmed amplitude or suspended, and a signal artifact monitoring (sam) alert was observed which disabled the minute ventilation (mv) sensor. A lead dislodgement was suspected and later confirmed via x ray. It was noted that the patient was a twiddler. The lead was surgically repositioned. It was later questioned if there was ra loss of capture. During a check of the patient since that time indicated there were no further issues. No additional adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that this right atrial (ra) lead exhibited possible loss of capture and a lead safety switch due to impedance measurements of greater than 2000 ohms. Additionally, there was an alert for atrial automatic threshold detected as greater than programmed amplitude or suspended, noise and a signal artifact monitoring (sam) alert was observed which disabled the minute ventilation (mv) sensor. A lead dislodgement was suspected and later confirmed via x ray. It was noted that the patient was a twiddler. The lead was surgically repositioned. It was later questioned if there was ra loss of capture. During a check of the patient since that time indicated there were no further issues. No additional adverse patient effects were reported. The lead remains in service. Additional information was received and the patient with this right atrial (ra) lead had exhibited syncope, abnormal liver function and blood tests, and atrio ventricular disassociation, the ra lead was found to be dislodged, and was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in a twist in the lead body. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.

Event description:
It was reported that this right atrial (ra) lead exhibited possible loss of capture and a lead safety switch due to impedance measurements of greater than 2000 ohms. Additionally, there was an alert for atrial automatic threshold detected as greater than programmed amplitude or suspended, noise and a signal artifact monitoring (sam) alert was observed which disabled the minute ventilation (mv) sensor. A lead dislodgement was suspected and later confirmed via x ray. It was noted that the patient was a twiddler. The lead was surgically repositioned. It was later questioned if there was ra loss of capture. During a check of the patient since that time indicated there were no further issues. No additional adverse patient effects were reported. The lead remains in service. Additional information was received and the patient with this right atrial (ra) lead had exhibited syncope, abnormal liver function and blood tests, and atrio ventricular disassociation, the ra lead was found to be dislodged, and was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited possible loss of capture and a lead safety switch due to impedance measurements of greater than 2000 ohms. Additionally, there was an alert for atrial automatic threshold detected as greater than programmed amplitude or suspended, and a signal artifact monitoring (sam) alert was observed which disabled the minute ventilation (mv) sensor. A lead dislodgement was suspected and later confirmed via x ray. It was noted that the patient was a twiddler. The lead was surgically repositioned. It was later questioned if there was ra loss of capture. During a check of the patient since that time indicated there were no further issues. No additional adverse patient effects were reported. The lead remains in service. Additional information was received and the patient with this right atrial (ra) lead had exhibited syncope, abnormal liver function and blood tests, and atrio ventricular disassociation, the ra lead was found to be dislodged, and was explanted and successfully replaced. No additional adverse patient effects were reported.